Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a defective monitor output cable (mh-984). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image from the evis exera iii video system center to the lmd-2110md/ol sony monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer's biomedical engineer (biomed) has resolved the issue by using a mh-984 cable connected to "monitor out" on the evis exera iii video system center cv-190 and "rgb in" on the monitor.  Biomed completed the following troubleshooting with staff: found the serial digital interface (sdi) was connected to r/r on the monitor. Move the sdi cable from r/r to the sdi adapter; select sdi on the front, no image. -move the sdi cable from "sdi out 2" on the evis exera iii video system center cv-190 to "sdi out 1", no change. Obtained a monitor out cable mh-984 and connected it to "monitor out" on the evis exera iii video system center cv-190 to "rgb in" on the monitor. Select "rgb/component" on the front of the monitor. There was an image, and the issue was resolved.  The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.